Manufacturer narrative:
The device was returned to zoll medical for evaluation. The malfunction was observed however could not be duplicated. The front panel membrane was replaced as a precaution to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device was intermittently unable to select energy level. Complainant indicated that there was no patient involvement in the reported malfunction.